Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump had ended early. It was reported that the pump set at 100 ml volume to run at 2.2 ml/hr and ending in about 45.5 hours. However, the pump ends at 40-41 hours and the cassette was completely empty. No patient injury reported.